Event description:
An ide patient with neck pain greater than one year was treated with anti-inflammatories and physical therapy. Patient underwent x-rays on (B)(6) 2003 and was treated with fusion at c6-c7 with an acdf plate and four screws on (B)(6) 2003. Patient underwent cervical epidural steroid at c7-t1 for shoulder pain and radiating arm pain on (B)(6) 2004 and again on (B)(6) 2004. A CT scan on an unknown date showed fusion failure and pseudoarthrosis. Patient underwent a reconstruction procedure with allograft on (B)(6) 2004 without removal of implants. Patient presented sometime in 2011 with substantial trigger point discomfort right at the paraspinous muscle of the second level of the trapezius and underwent a facet rhizotomy. This report is #5 of 5 for the same event.

Manufacturer narrative:
Additional narrative: investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.